Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, difficulty was encountered advancing the guide wire. The guide wire was being repositioned. No attempts were made at retrieval and the pt was sent for bypass surgery. Pt status is listed as "stable."